Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient was perspiring heavily under the two back therapy electrode pads and the skin had begun peeling. The patient was reportedly applying a steroid cream that her doctor had prescribed before for another irritation. Follow-up indicated that the skin irritation had improved.